Manufacturer narrative:
The returned device was evaluated and the pod was received fully deployed. Internal corrosion was observed through the top housing. Upon opening the pod, corrosion was observed on the top battery. A leak test was performed and an internal leak was observed due to a tear in the unexposed portion of the soft cannula. The internal tear was measured to be approximately 0.503 inches from the nail head. The timing and cause of this damage is unknown. The internal leak can be confirmed as the cause of the observed corrosion and the reported failure to deliver insulin. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event. Locked down smartphone: phone_control_ios omnipod software app version: 2.0.2 operating system: 18.5 hardware: iphone15.3 cgm sensor type: g7.

Event description:
A patient reports while wearing a pod for between 1 and 4 hours their blood glucose level had rose to over 400 mg/dl. The patient reports upon application of a new pod their blood glucose level had decreased to a new normal range for them.